Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. Device component code 743 relates to device problem code 1059 for the reported event: brush bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a procedure for brush cytology in the bile duct performed on (B)(6) 2013. According to the complainant, during testing of the device prior to insertion into the endoscope, when the handle was actuated and the brush extended, it was observed that the wire of the brush section was curved. Because the brush wire was extremely curved, the brush could not be retracted back into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was extended upon receipt. The brush was bent. No kinks were found on the working length, and no issues were found on the handle. Functional evaluation found that when the handle was actuated, the brush would extend without issue, but would not fully retract due to the bent brush. Review and analysis of all available information indicated the most probable root cause for this event was handling damage. Most likely, due to some aspect of handling the device prior to use in the procedure, the brush was bent. Once the brush was bent, retracting the brush would be difficult due to the brush getting wedged at the distal end of the extrusion.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a procedure for brush cytology in the bile duct performed on (B)(6) 2013. According to the complainant, during testing of the device prior to insertion into the endoscope, when the handle was actuated and the brush extended, it was observed that the wire of the brush section was curved. Because the brush wire was extremely curved, the brush could not be retracted back into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".